Manufacturer narrative:
(B)(4). Batch number ==> m52n7g. Investigation summary ==> the analysis found that one ec60a device was returned with no apparent damage and with no cartridge reload present. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. The device opened and closed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # m52n7g. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot and batch. Additional information was requested and the following was obtained: can you please clarify what is meant by a damaged band? Event description: when using echelon to cut large intestine, it was stuck and surgeon can¿t fire and he can¿t withdraw it from large intestine¿s patient as well. It took time to get it out. The result was that one reload was damaged and surgeon used product from competitor for this surgery. Was the device locked-out (no staples deployed and no cut line started)? Yes. Was the cartridge reload damaged? Yes. If so, did this occur in the patient? Yes . If the cartridge broke into pieces, were all pieces retrieved from the patient? => the reload was not broken into pieces, some staples of reload was opened, so reload can¿t work.

Event description:
It was reported that during a colectomy procedure, when starting to use the device to cut the colon, the device stuck, the surgeon not to shoot and not remove the device out of the patient's colon. Have to lost a lot of time and use the back button of the device to get the tool out. The result is a damaged band and the surgeon must replace by a competitor's product. This is a new device. There were no patient consequences reported.